Event description:
Caller states the pt tested 5.3 inr on the coaguchek system and 7.8 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.